Event description:
The customer reported that the system would not boot up. This resulted in a total loss of navigation functionality. This could result in the delay or cancellation of a procedure. There is no report or injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The nav computer was replaced during the service call. The system was tested and found to be working as intended and put back into service.